Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for single leaflet device attachment (slda) and increased mitral regurgitation (mr) which occurred after the mitraclip was implanted and is considered serious injury. It was reported that this was a mitraclip procedure to treat functional mr with a grade of 4+. The posterior leaflet was severely restricted. The clip delivery system (cds) was prepared per the instructions for use (IFU) and inserted without issue. The clip was deployed successfully; however, it was noted that imaging during the procedure was challenging due to a rotated heart and prior coronary surgeries. There was no issue with grasping. The mr grade was reduced to 2-3. Two minutes after the clip was fully deployed, the clip detached from the posterior leaflet, remaining only on the anterior leaflet. The mr grade increased back to 4+. No leaflet damage was noted. It was decided that no further treatment would be attempted, and surgery is not an option for this patient. The patient was clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip functioned as expected. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event, and a review of the complaint database identified no other incidents reported for single leaflet device attachment from this lot. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that the clip was deployed successfully; however, it was noted that imaging was challenging during the procedure due to a rotated heart and prior surgeries. There was no issue with grasping; however, the posterior leaflet was severely restricted. In this case, it is likely that a combination of the difficulties with imaging due to the challenging anatomy and the severely restricted posterior leaflet contributed to the reported event. Based on the information reviewed, the reported slda appears to be related to patient/procedural conditions. It was noted that following the slda, the mr grade increased back to 4+. The reported patient effect of mr (worsening), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. In this case, the most probable cause for the worsening mr was likely due to the slda. Based on the information reviewed, there is no indication of a product deficiency.